Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported her insulin pump alarmed no delivery during a bolus delivery. Customer had to deliver the rest of the bolus through a manual injection. The last no delivery alarm was on (B)(6) 2014. Customer's current blood glucose is 146 mg/dl. Customer was advised of possible causes of no delivery alarms. He was advised to change infusion sets and monitor the issue. Nothing further reported.